Event description:
It was reported that the patient with this pacemaker was admitted to the emergency room (ER) for presyncope. While under observation, intermittent loss of capture (loc) was observed on the telemetry electrocardiogram (ECG) on right ventricular (rv) lead channel. The device was reprogrammed to resolve the issue. It was also noted that the device recorded high out of range pacing impedance on the rv lead channel. A chest x-ray performed. Technical services (ts) reviewed the reports and noted that the loc occurred due to the output programming. Ts provided a potential cause for the high out of range pacing impedance and troubleshooting actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the troubleshooting actions were performed. No issues were found. The patient no longer had symptoms. The device remains in use. No additional adverse patient effects were reported.